Event description:
It was reported that they just starting therapy on patient with new pads and arctic sun device primed to 0 l/m water flow rate (wfr). 4 pads connected. Walked through stop therapy, drain and disconnected pads. Fluid delivery line (fdl) secure and in lock position. Fill tube in correct spot. Reconnected pads holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Restarted therapy and device primed to low flow alarm. System diagnostics were outlet monitor temperature (t1) was 44.8f, outlet control temperature (t2) was 44.8f, inlet temperature (t3) was 73f, chiller temperature (t4) was 39f, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -0.1 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 556.3 and pump hours 23.9. Placed device in manual control at 39.2f with pads connected: outlet monitor temperature (t1) was 41.9f, outlet control temperature (t2) was 41.9f, inlet temperature (t3) was 62.1f, chiller temperature (t4) was 30.3f, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0. Had disconnected pads and checked diagnostics in manual control. Outlet monitor temperature (t1) was 41.8f, outlet control temperature (t2) was 47.3f, inlet temperature (t3) was 47.1f, chiller temperature (t4) was 50f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Walked through disabling manual control. Advised to swap out pads for a new set and set these aside. Would reach out for sending in arctic gel pads for investigation.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "belt speed controller set too high". It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they just starting therapy on patient with new pads and arctic sun device primed to 0 l/m water flow rate (wfr). 4 pads connected. Walked through stop therapy, drain and disconnected pads. Fluid delivery line (fdl) secure and in lock position. Fill tube in correct spot. Reconnected pads holding nowhere near clear connectors and verified audible clicks with each connection. All lines straight with no bends or kinks. Restarted therapy and device primed to low flow alarm. System diagnostics were outlet monitor temperature (t1) was 44.8f, outlet control temperature (t2) was 44.8f, inlet temperature (t3) was 73f, chiller temperature (t4) was 39f, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -0.1 psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0 percentage, heater was 0, water reservoir level (wrl) was 5, system hours were 556.3 and pump hours 23.9. Placed device in manual control at 39.2f with pads connected: outlet monitor temperature (t1) was 41.9f, outlet control temperature (t2) was 41.9f, inlet temperature (t3) was 62.1f, chiller temperature (t4) was 30.3f, water flow rate (wfr) was 0.1 l/m, inlet pressure (ip) was -0.2psi, circulation pump command (cpc) was 100 percentage, mixing pump command (mpc) was 0. Had disconnected pads and checked diagnostics in manual control. Outlet monitor temperature (t1) was 41.8f, outlet control temperature (t2) was 47.3f, inlet temperature (t3) was 47.1f, chiller temperature (t4) was 50f, water flow rate (wfr) was 1.8 l/m, inlet pressure (ip) was -7 psi, circulation pump command (cpc) was 48 percentage, mixing pump command (mpc) was 100 percentage, heater was 0. Walked through disabling manual control. Advised to swap out pads for a new set and set these aside. Would reach out for sending in arctic gel pads for investigation.